Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no patient involvement, and no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor and blower assembly and system pca was replaced to address the issue.